Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify battery out limit alarm due to motor error alarm. Unit had stripped battery cap coin slot (p). (B)(4).

Event description:
Information received by medtronic indicated that the battery cap was stuck on the battery compartment and it would not come off. The customer was unable to remove the battery cap from the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.